Manufacturer narrative:
H11: the actual device was not available; however, a photograph of a non-baxter set was provided for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set was leaking between the connection site of the catheter to the IV (intravenous) extension. The leak was observed during infusion of azacitidine at the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.